Event description:
It was reported that during an idiopathic vt, a cardiac tamponade was noticed as the patient's systolic blood pressure dropped from 100 to low 80's. The cardiac tamponade was confirmed by ice. A pericardiocentesis was attempted and the patient was sent to the or, where a pericardia! Window was performed. In addition, vasopressors were administered to the patient. The patient was reported to be in stable condition. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).